Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was suspected that the lead was possibly never completely placed securely into its final position. A remote transmission confirmed no capture. The lead was repositioned to a new location and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall which resulted in hospitalization. A transmission showed the right ventricular (rv) lead with intermittent capture, high threshold, and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was clarified by the clinic that the patient¿s fall was unrelated to the product issue. The lead retracted back from the implant site and had dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.